Event description:
During the stent implant into the popliteal, both marker bands dislodged from the stent delivery catheter. One of the marker bands was retrieved using a filter device. The other marker band became embedded in the peroneal artery and was surgically removed. The patient is doing fine.

Manufacturer narrative:
The device was not returned for analysis. Neither the stent delivery catheter or the sheath, 7fr terumo destination, were not returned; they were discarded. Manufacturing records were reviewed and no anomalies were noted. Based on prior investigations of this event type, the cause of the event is the valve of the terumo destination sheath is below the labeled .100" minimum diameter out-of-the-box. This type of event has not occurred with other introducer sheaths. The stent delivery catheter is designed and produced to a maximum ID of .096 which is compliant with 7fr catheter labeling. Terumo has been notified of these events. There have been no injuries reported related to these events. In (B)(6) 2009, terumo notified idev that there were currently working on a process improvement that would address this event type. The lot number of the terumo sheath was not available, therefore, it is unknown if this introducer was manufactured prior to the product improvement. The physician has been notified of this investigation conclusion. Idev is currently in the process of incorporating embedded marker bands in the stent delivery system (awaiting 510(k) clearance).